Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system. A map shift occurred with no error message, no patient movement and no cardioversion. About halfway thru the ablation in the left atrium, the carto® 3 system had a map shift occur. The pentaray catheter was in the left superior pulmonary vein when they noticed the ablation catheter was not matching up where it should have been on the map. They confirmed that the map had gradually shifted inferiorly 5-10 millimeters using the visitag locations with the tags from the beginning of the procedure. No errors were reported on the carto® 3 system related to the map shift. To continue the procedure, they had to redo the fast anatomical mapping for the left atrium and start from scratch. The reporter did not know what could have caused the map shift. No cardioversion or patient movement occurred prior to the map shift. No patient consequence was reported. The map shift occurred with no error message, no patient movement and no cardioversion was assessed as MDR reportable.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4)

Manufacturer narrative:
The investigation was completed on 21-dec-2021. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system. A map shift occurred with no error message, no patient movement and no cardioversion. About halfway thru the ablation in the left atrium, the carto® 3 system had a map shift occur. The pentaray catheter was in the left superior pulmonary vein when they noticed the ablation catheter was not matching up where it should have been on the map. They confirmed that the map had gradually shifted inferiorly 5-10 millimeters using the visitag locations with the tags from the beginning of the procedure. No errors were reported on the carto® 3 system related to the map shift. The biosense webster, inc. Representative confirmed that the issue was resolved by rebooting the system. However, the issue was investigated. It was found that the reported map shift was caused due to high metal values during fast anatomical mapping acquisition. This is a known software issue, and an internal corrective action has been opened to investigate these issues as they relate to map shifts. The complaint history of the system was reviewed. A manufacturing record evaluation was performed for the system 29110, and no internal actions related to the reported complaint condition were identified. H 6. Investigation conclusions code of ¿appropriate term/code not available¿ represents a software bug issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: #(B)(4).